Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the insulin pump had water under the display. The customer's mother stated that the insulin pump was placed on a wet table the day before the call. Blood glucose level at that time of the incident was 400 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. It was unable to test for battery out limit alarm due to no button response. Unit had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. Unit had moisture damage on electronic assembly and on motor.